Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Concomitant medical products: part 113631, lot 951820- comp primary stem 11mm mini, part xl-115363, lot 346700- arcom xl 44-36 std hmrl brng, part 115310, lot 518450- comp rvrs shldr glnsp std 36mm, part 010000589, lot 724650- comp rvrs 25mm bsplt ha+adptr, part 115381, lot 723270- comp rvs cntrl scr 6.5x25mm st, part 180504, lot 552610- comp locking screw 4.75x35mm. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event, please see associated reports: MFR 0001825034-2018-01416, MFR 0001825034-2018-01418, MFR 0001825034-2018-01419, MFR 0001825034-2018-01420. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Clinical study 482 - pain 6 months post surgery.